Manufacturer narrative:
The systems aspiration was checked. All aspiration values were within specification. The foot pedal works correctly. The system works correctly. No problem was found.

Event description:
During a vitrectomy for retinal detachment, with a venturi pump system, an incarceration of the retina in the vitretome occurred. A retinotomy was necessary to release the retina.